Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for call was patient reported unexpected stimulation. The reason for the call was patient thought there was stone in their penis / urinary track, so they get had a CT scan. Patient stated they checked their programmer after having CT scan and saw they were in stimulation level 5.0 that they were unaware of and described it as 'almost painful'. Patient decreased the stimulation level to 2.5 however patient mentioned they were peeing 'like a racehorse'. Patient confirmed they consulted their managing doctor prior to the call however their managing doctor redirected them to call the manufacturer to change settings. Patient confirmed last adjustment they made was yesterday. Agent reviewed considerations for therapy optimization. Agent reviewed general programming guidance. Agent walked patient through connecting to ins and switching between programs. Patient was able to connect to the ins and switch programs. Patient confirmed they felt uncomfortable pressure on their bicycle seat area and mentioned that it was working for them at least. Redirected patient to their managing doctor to investigate and further address the issue. Patient stated their managing doctor was not helping them and became escalated. Patient deliberately hang-up.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.